Event description:
The user reported that during cardiopulmonary bypass, the suture ring was dislodged from the cannula tube. The plastic ring was detected in the pulmonary artery. Surgery was performed in an attempt to recover the ring, but it was not successful. Apart from the additional surgery, the pt has not experienced any other adverse effects attributed to the dislodged suture ring.

Manufacturer narrative:
The device was not returned to the MFR, nor was the lot number of the device known. The event had taken place in 2006, but was not reported to the MFR until 2006, when surgery intended to recover the suture ring was performed. That surgery was not successful in recovering the ring. The clinical team concluded that the ring was not in a location to cause the pt any ill affects. Arterial pressures were determined to be equal to or better than those measured prior to the original heart surgery. At the conclusion of the cardiopulmonary bypass surgery, the user had removed the cannula from the aorta. Later, the cannula was placed into the right atrium in order to transfuse blood remaining in the cardiotomy reservoir into the pt. At this time, the suture ring was apparently dislodged from the cannula tube and entered the pt's heart. The device is intended only for use in the aorta. The suture ring is intended to always remain outside of the heart and aorta.